Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd venflon¿ IV cannula experienced a case of leakage, and a case of device damage while still considered operable. The following information was provided by the initial reporter: cannula inserted successfully in child with difficult IV access. Cannula immediately started leaking blood at the port. Cannula removed and tested - confirmed holes at the junction between the cannula and hub.